Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was scheduled to have their ins replaced on (B)(6) 2018. Patient reported that when they were implanted they were told that the ins would last 7 years and it lasted less than 3. Patient wanted to know why it wasn't lasting 7. Ins longevity was reviewed with the patient. Patient was told in (B)(6) 2018 that the ins would need to be replaced this month. Patient reported a slight return of symptoms. Patient also reported the patient programmer wouldn't work. Patient was able to put new batteries in the patient programmer and sync with the ins. Patient verified the stimulation was on by noting the lightning bolt in the upper left hand corner, patient stated the only other icon was the patient programmer battery level, there was not a third icon indicating ins battery level to indicate stimulation was nearing depletion. Patient reported they were currently on program 1 at 5.2. Patient increase stimulation to 5.4 which was comfortable when sitting, standing and walking. Patient was aware to decrease stimulation if it became uncomfortable. Patient was going to follow-up with their healthcare provider to have the ins interrogated as well as continue to track symptoms. Patient reported they were not having to wear a pad when they sneezed or coughed they did not leak. Patient stated the afternoon of the reported they seemed to have a slight return of frequency. No further complications were reported or anticipated.